Event description:
It was reported that the customer had trouble loading a cq2015a three piece collamer lens and there was pt contact. Add'l info was requested, but none forthcoming. If any add'l info is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
Eval results- (other): visual inspection of the returned prod showed that the lens was split in half and both haptics were torn off. There was a clear surgical residue on the lens.